Event description:
Pt issued crutches following achilles tendon repair on 4/25/94. Pt returned crutches reporting handgrip clip slipped while he was ambulating causing him to fall and break cast which was applied. In the past week 2 other pts returned the same model crutches for the handgrip clip coming loose, fortunately not falling. The MFR has been informed and rptr has removed this model crutch from inventory.